Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a vague under infusion of an IV fluid occurred, however the patient was away from the care area for a period of time and it is not known if the patient manipulated the equipment. The device was not programmed in guardrails. There was no report of patient harm. Although requested, no other event details were provided.